Manufacturer narrative:
Concomitant products : 4194-78 lead, implanted (B)(6) 2008, 5076-52 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. Reprogramming was attempted, but the stimulation could not be eliminated so the lead was capped and replaced. After the lead replacement, the patient continued to experienced diaphragmatic and nerve stimulation. It was determined to be the pace/sense portion of the right ventricular (rv) lead. The pace/sense portion of the rv lead was capped and replaced, and the high voltage portion remains in use. It was also noted that the physician elected to explant the new lv lead and un-cap the previously-capped lead. No further patient complications have been reported as a result of this event.